Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority (case# (B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2012 as definitive contraception. The consumer stated that since 2010 she has chronic pelvic pain, chronic headaches, bleedings, hair loss, nausea, and dizziness. She commented that all the events have gotten worse. She has gone to urgencies an and denied any other disease. Company causality comment: this non-medically confirmed spontaneous case received via regulatory authority refers to a female consumer that inserted essure (fallopian tube occlusion insert) for definitive contraception and the chronic pelvic pain and bleedings (interpreted as genital bleedings) have gotten worse. Pelvic pain and bleedings are serious due to its medical importance and listed in the reference safety information for essure. Although in this particular pain, the chronic pelvic pain and bleedings started 2 years prior to essure insertion, these events have worsened. Considering that essure may cause pelvic pain and bleedings, it is not possible to exclude that essure may have contributed to the worsening of these condition. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Quality safety evaluation received on 17-jun-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1159 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality comment: this non-medically confirmed spontaneous case received via regulatory authority refers to a female consumer that inserted essure (fallopian tube occlusion insert) for definitive contraception and the chronic pelvic pain and bleedings (interpreted as genital bleedings) have gotten worse. Pelvic pain and bleedings are serious due to its medical importance and listed in the reference safety information for essure. Although in this particular pain, the chronic pelvic pain and bleedings started 2 years prior to essure insertion, these events have worsened. Considering that essure may cause pelvic pain and bleedings, it is not possible to exclude that essure may have contributed to the worsening of these condition. Although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.